Event description:
Caller (customer's husband) reported that two of his wife's adc blood glucose meters were giving "different readings". Caller reported that on (B)(6) 2013 (unable to provide exact time of the test), he tested the customer's blood sugar and got a reading of 64mg/dl (meter (B)(4)). Caller reported he "tried to test her blood sugar again using her back-up meter ((B)(4)) and got a reading of 196mg/dl". Caller reported the customer self-injected glucagon as a result of the issue. Caller further reported that on (B)(6) 2013, the customer received a reading of 56 mg/dl (unknown meter) and he injected the customer with glucagon. Customer did not seek additional third-party medical intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter was returned and investigated with controlled test strips. The reported reading of 196mg/dl , which the MDR is being submitted for, was found in the meter memory. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Note: the expiration date for lot # 4500167773 is unknown, as this test strip lot # format provided is incorrect according to product released by manufacturer. All pertinent information available to abbott diabetes care has been submitted.